Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with diagnostic data collection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a follow up session it was noted that the implantable cardiac monitor (icm) device data collection was not programmed on at implant using the diagnostic mobile programmer. The device data collection was manually programmed on during the follow up session. The device remains in use. No patient complications have been reported as a result of this event.